Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the down arrow button due to connector on lcd board half-locked; no damage to keypad traces noted during visual inspection. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 162 mg/dl. Customer changed the battery but the issue was not resolved. No significant events leading to the alarm were observed. Product is being returned and replaced.